Event description:
It was reported that the surgeon was using the device during a lobectomy, on the right inferior pulmonary vein. He was firing the device for the first time in the case. He fired it and didn't noticed anything different at that moment. They were onto the next step of the surgery when blood started to fill up quickly into the cavity. Things went very fast after that. They had to convert into laparotomy because blood was accumulating very quickly. After they were able to stabilize the patient, they saw that there was no staple holding the tissue. The surgeon thinks that the tissue might not have been able to hold the staples, or the staples were not completely closed. I asked if the tissue were very sick, friable. He said it was standard tissue, for sure it was a sick patient but not more than that. The surgery was delayed an unknown amount of minutes. They had to convert open and give back 3 liters of blood to the patient.

Manufacturer narrative:
(B)(4). Date sent 2/10/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: what were the indications for surgery? Will let you know what is the surgeon¿s experience with the pvs device? About 7 years as a surgeon, 300 cases/year what was the approximate width of the compressed vessel? Regular size for a vessel, between 0.75 and 1.5mm did the surgeon wait 15 seconds prior to firing? They usually wait did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Yes, always do did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Yes, I asked were there any difficulties with the device or staple formation during the initial procedure? Nothing unusual how was the post-op bleeding identified? He said it was coming from the holes of the staples. How many days postoperative was the bleeding identified? It was during the surgery what was the total estimated blood loss (ml)?3 liters was a transfusion required? Yes what was the pre and postoperative anti-coagulant and pain management protocol? Tbd was the bleeding intraluminal or extraluminal? Was there calcification of tissue that impeded clamping or cutting? Nothing unusual were there any pre-exiting patient conditions? He said that for sure the patients he needs to operate are not in shape, but nothing that could let him think that something could happens. Nothing special about tissue, not friable. Approximate width of compressed vessel? Hard to tell, but it's a structure they are used to staple without any problem. Cross sectional diameter of the vessel? Was not mentioned. I asked if they were filming, so we could have the video, unfortunately they were not. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 2/25/2025. D4 batch #314d64. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 314d64, and no non-conformances were identified.